Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the physician experienced resistance in the middle of the microcatheter and therefore, the smart coil was removed. The procedure was completed using a new smart coil and another coil with the same microcatheter. There was no report of an adverse effect to the patient.